Event description:
The pronto v3 extraction catheter was used to extract thrombotic material during an acute myocardial procedure. There were no indications that the device malfunctioned during the procedure. Upon completion of the case, the pt had stroke-like symptoms that resolved within 24 hrs.